Event description:
It was reported by customer "we have been using stat lock for the cvc in hemodialysis. Recently, nurse have been noticing that the device is not adhering well on the skin>.. We applying the skin barrier and air dry it, but still the stat lock easily coming off after a while."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jugr0836 showed no other similar product complaint(s) from this lot number.